Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A nurse reported that a pt was admitted on (B)(6) 2014 due to dehydration. The sample was discarded and is not available for return. The lot numbers are unk. The pt's date of birth is unk. A nurse stated the pt is educated on how to bypass cycler settings and perform manual treatments if needed, and no peritoneal dialysis treatments were missed. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.